Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to recurrent intractable pain/non-auditory sensations. There are no plans to reimplant the patient with another cochlear device as of the date of this report.